Manufacturer narrative:
Investigation results: visual investigation vigilance investigator carried out the pictorial documentation visually and microscopically. The breakage seems like overloading breakage. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: due to the current deviation , the root cause of the problem is most probably usage related. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with ff399r-minop trocar 150mm 4 wking channel6.0mm. According to the complaint description, the product is broken during using. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).